Event description:
It was reported that during a follow-up, a loss of left ventricular capture was observed. The loss of capture had been observed during follow-up two months prior as well. The patient was noted to be experiencing worsening heart failure. The lead was capped and replaced on (B)(6) 2014.